Event description:
Baxter received a voluntary medwatch from a facility stating that pump channels failed on a colleague 3 volumetric infusion pump, which interrupted infusion on a pt with possible vasoactive drugs. It is unk if there was any pt injury or medical intervention that was necessary. No additional info is available.

Manufacturer narrative:
Contact was established with the head of the biomedical dept at the facility, and the pump is not able to be located for evaluation. Upon followup with the risk analyst at the facility, baxter was informed that the records for this incident indicate there was no pt involvement. Trending data was reviewed and indicates there is no trend for unintended shutdown.